Event description:
It was reported that air bubbles were observed in an undefined location. No additional information was provided. There was no reported adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.